Event description:
The pt has two leads (from the same lot) implanted as part of his scs system. It was reported the pt does not have stimulation down his left leg. Pt was reprogrammed and the issue was not resolved. Also, multiple contacts have low impedances. Surgical intervention may be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.